Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the vision was terrible and worse. Patient experienced blurry distance vision and was not able to read the tv and couldn't read phone. She had pain behind eye. She was also experienced halos and had light sensitivity. She developed scar tissue immediately after the surgery. The patient was under treatment with antibiotics. There are two medical device reports associated with this file. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.1., a3.a, b.2. , b.3., b.5. , b.6. , b.7., d.3., d.5., d.6.a, d.10., e.4. , g.1., h.3., h.6. And h.11. The product investigation could not identify a root cause for the reported visual issues. The lens remains implanted. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the patient also experienced migraine. The symptoms were not resolved. There was no patient harm.